Event description:
It was reported, the patient was not receiving effective stimulation. Lead diagnostics showed multiple invalid impedances. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where his ipg was replaced with a new one. The issue is now resolved and the patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.